Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was connected to the machine at the time of the incident. Per user facility, the incident was discovered during treatment. There were no cracks or damages noticed on the dialyzer but he replaced the air-separator and the head cap to fix the problem. The patient treatment was discontinued and was re-setup with new supplies on another machine to continue treatment. Estimated blood loss was 300cc which originated from the blood in the tubing circuit when the patient was moved to a new machine. The patient was in stable condition with no adverse events or medical intervention required. No products available for return, parts were discarded.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag was too full. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.